Event description:
It was reported that the user experienced a low glucose event while using the ilet system with a g7 sensor, after agent-assisted entry of the sensor code, and performed routine morning activities; the user noted the cgm displayed ¿low¿ before the call and 61 mg/dl during the call, and they consumed a small peppermint patty to raise glucose. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient low glucose for a few minutes without medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.